Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted and replaced due to an infection because the patient's skin was thin in the area. It was reported that the device was explanted in (B)(6)-2012, but the manufacturer's device registry indicated an explant date of (B)(6)-2012.

Manufacturer narrative:
Product ID: 7482a51 lot#: serial#: (B)(4) implanted: 2007-(B)(6) explanted: 2012-(B)(6) product type: extension. (B)(4).